Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was first com pleted due to calcified patient anatomy. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to it being positioned too shallow in relation to the aortic annulus. While recapturing the valve, it came in contact with a calcium nodule. The valve was then partially deployed a second time in that it was positioned 1 millimeter (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). While the valve was being deployed, an infold was noted. In response, the valve was recaptured and withdrawn from the patient. Subsequently, a new valve, dcs, and compression loading system (cls) were utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was first com pleted due to calcified patient anatomy. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to it being positioned too shallow in relation to the aortic annulus. While recapturing the valve, it came in contact with a calcium nodule. The valve was then partially deployeda second time in that it was positioned 1 millimeter (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). While the valve was being deployed, an infold was noted. In response, the valve was recaptured and withdrawn from the patient. Subsequently, a new valve, dcs, and compression loading system (cls) were utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the valve infold. No patient complications were reported as a result of this event. Additional information was received that upon 80% deployment of the first deployment attempt, the valve was shallow at 1 mm on the ncc, and there was no infold noted. However, the large 4 mm by 5 mm chunk of annular and left ventricular outflow tract (lvot) calcium was noted. The valve was recaptured and a second deployment was attempted at a deeper depth. At 80% deployment of the second deployment attempt, the infold was evident with a depth of 4 mm on the ncc. Therefore, the valve was recaptured and removed from the patient.